Event description:
The report received via the sales rep indicated that the precise pro rx sds came out of package partially deployed. There was no damage to the product carton or packaging. Another precise pro was used successfully, as the partially deployed product was never used in the patient. The product is said to be available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.